Manufacturer narrative:
Additional narrative: the serial or lot number was not provided. The reporter's phone number was not provided. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device and console device displayed an e8 error code while in use together. The reporter was not sure which device malfunctioned. There was no delay to the surgical procedure. The surgery was completed with identical spare devices. However, the reported was not sure which console device was used in the beginning of the surgery and which one was used to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.